Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a suspected false negative result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31042c, reader sn (B)(6)). Customer states they were sick and think they have covid-19, but that since the swab is used so low in the nose, they do not trust the negative result. Customer tested positive earlier in the week with a medix covid-19 test (exact date not provided), but states their tests haven't been that accurate. No further information was provided regarding this potential false negative result.